Event description:
The consumer stated a tampon came apart upon removal. She was able to remove the remaining pieces on her own. She has cervical cancer so she plans to visit her dr to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.